Event description:
This report was received from an ent physician after following up with multiple reports in which sponge was dense and it adhered to middle ear structures which required scraping to remove. He reported an add'l two cases in which the same problems continue to occur. He had been using sponge for the past fifteen years for tympanic membrane grafting with no problems. He applied the sponge during the procedure and 1-2 weeks later was able to easily vacuum it out. Recently, at the time of removal (sponge), it is dense adhered to the middle ear requiring scraping to remove. It has resulted in discomfort to the pt and prolonged the use of antibiotic ear drops. According to co quality assurance, there has been no formulation change with products. A downward trend in the digestibility of the product has been seen, however, this is well within product specifications. No further info is expected.